Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the bottom locking handle on the mayfield 360 positioning system (a2009) was not locking down correctly. The bottom cam lever was difficult to clamp down, it sticks and requires a lot of force to clamp down. In addition, the shock cushion is starting to protrude out. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Device history record: DHR review showed no abnormalities related to the reported failure. Mayfield 360 positioning system (a2009) was returned for evaluation. The reported complaint was confirmed. Unit received with std. Adaptor and not the tri-star adaptor. Evaluation showed that the upper and lower handles are out of adjustment. Both shock cushions are worn and need to be replaced. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Event description:
N/a.